Manufacturer narrative:
The alleged cot collapse was reported when being used in a hyperbaric chamber, 11 meters under sea level (pressure : 1 atm).

Event description:
A customer reported through our distributor that the cot was placed in a hyperbaric chamber, 11 meters under sea level (pressure : 1 atm) and collapsed from the highest level to the lowest one. When the product was placed in a normal pressure environment, the cot worked properly. There was reported pt involvement, however, no adverse consequences were reported by the customer.